Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a hip glenoid labrum repair surgery, the threaded portion of the anchor broke when the thread was flush with the screw. A back-up device, from the same batch, was available to complete the procedure; nevertheless, it broke as well in the same location. Both broken screws were retrieved from the bone hole with a clamped hemostat spinned counterclockwise. Another s&n back-up device, 2.8 mm, was used and was successfully implanted in the same bone hole. The surgery was not delayed significantly. Injuries or other complications were not disclosed. For surgical preparation of the bone hole, it had been used the 2.0 mm kirschner pre-drilling and a 1.8 mm awl. The patient bone quality was medium.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Clinical details provided confirmed that a 2.0 mm kirschner wire and a 1.8 mm awl were used to prepare the insertion site. The devices IFU recommends a 1.8 mm smith+nephew drill. If the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that, during a hip glenoid labrum repair surgery, the threaded portion of the anchor broke when the thread was flushed with the screw. Another s&n back-up device, 2.8 mm, was used and was successfully implanted in the same bone hole. The surgery was not delayed significantly. Injuries or other complications were not disclosed.